Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(6) displayed tcmid:05 (coolant diff failure) error message was confirmed based on the event log review and during functional testing. The reported complaint that the console displayed tcmid:08 (coolant temp low) error message was also confirmed during archive review. The root cause for both error messages was a defective lm34 a/b temperature sensor. The event log review indicated tcmid:05 and tcmid:08 error messages, thus confirming the reported complaint. The thermogard xp ivtm system failed functional testing due to the displayed tcmid:05 error message, confirming the reported complaint. The lm34 a/b temperature sensor was replaced to remedy the reported tcmid:05 and tcmid:08 error messages. The thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with sn (B)(6).

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6) displayed tcmid:05 (coolant diff failure) and tcmid:08 (coolant temp low) error messages. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.